Event description:
The facility representative contacted baxter to report a infusor that had a leak from the reservoir. The event occurred during filling. The drug that was being used was ropivacaine hydrochloride hydrate. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received for evaluation. A follow-up medwatch report will be submitted if the device is received at baxter for evaluation or if additional information is available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.